Event description:
It was reported that a reamer head cracked and flexible reamer shaft tongs twisted at the connection portion of the device while reaming a femur during an unknown procedure. It was reported that the patient was noted as having hard bone. Some of the broken portions of the reamer head fell into the canal but were removed. Another reamer head and flexible shaft was available to successfully complete the procedure. The lot number for the reamer head looks to have been on the broken portion. Surgical delay due to the event was reported as ten minutes. The patient outcome was reported to be fine. This report is for one, 5.0mm flexible shaft. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received for evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Complaint was re-reviewed and determined to be a non-reportable malfunction. Medwatch report was rescinded.

Event description:
Re-evaluation of the complaint event determined the complaint of "bent" alleged against the flexible reamer shaft is a non-reportable malfunction, since the bending of the flexible reamer shaft did not result in patient harm or need for additional medical or surgical intervention. Based on this determination, the medwatch report submitted for part number 352.040, 5.0mm flexible shaft is hereby rescinded. This report is 1 of 2 for complaint (B)(4).